Manufacturer narrative:
Tear . The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 05apr2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that there was a tear in the endotracheal tube during use and the patient was reintubated. There was no patient injury. According to the anesthesiologist, the device used in the surgery may have harmed the endotracheal tube, but the surgeon was doubtful of tube deterioration. No additional information was provided.

Manufacturer narrative:
Halyard health received one (1) sample that was not returned with the original packaging. There was no product and lot number information received with the sample. Prior to decontamination, the sample was photographed to show the appearance how it was received. It appeared that there was a damage on the et tubing. The sample was decontaminated. During evaluation, the area where the damaged seen was inspected, there was a tearing/cutting effect seen between 22 and 24 marking. The tearing/cutting effect exhibited multiple areas with jagged appearances while there was an area that had a smooth tearing/cutting effect. There were no other abnormalities seen on the et tube. The balloon cuff did not exhibit any damage, pilot line and suction lines appeared intact into the tube and no damages seen. The root cause of the reported issue could not be conclusively determined. All information reasonably known as of 29-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information received on 10-may-2018 stated that it was an oral surgery. It was believed that the surgeon damaged the endotracheal (et) tube but does not know further details. The incident occurred when the tube was already in place. But there was no information on how long the et tube was used leading up to the incident. After the incident, the tube was replaced with another in order to complete the operation.